Manufacturer narrative:
During inspection and testing, the acoustic lens was found to be scratched and the distal end was found to be cracked due to physical stress. The reported issue (leakage from channel) was confirmed and found to be caused by damaged channel. In addition, service found the adhesive on the bending section cover was detached, the bending section cover was dirty, the connecting tube was scratched, the grip was scratched, the scope cover was scratched, the universal cord was scratched, the water removal ability was out of specification due to clogged nozzle, the number of missing elements was out of specification due to damaged ultrasonic cable, the displayed ultrasound image was defective with missing elements due to damaged ultrasonic probe, and the insulation resistance value was out of specification due to damaged acoustic lens. The bending angle in all directions was out of specification, and there was play in the up/down knob, and the right/left knob, due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a leakage from the suction channel. The reported issue occurred while reprocessing the subject device. There was not patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was a scratch on the acoustic lens which reached to the adhesive layer and there was a crack on the distal end. This report is being submitted for the malfunction found during evaluation (scratch on acoustic lens which reached to adhesive layer and cracked distal end).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to user¿s handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) regarding handling the device: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.